Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The devices were evaluated in the field and the issue was confirmed; 9 devices had missing components, 5 devices had broken/damaged components, and 3 devices had incorrect/incompatible components. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 17 </noe> malfunction events, where it was reported the device had missing or damaged restraints. There was no patient involvement.

Event description:
This report summarizes <noe> 17 </noe> malfunction events, where it was reported the device had missing or damaged restraints. There was no patient involvement.

Manufacturer narrative:
Adverse event or product problem has been corrected to indicate "product problem".